Event description:
Philips received a complaint by the manufacturer¿s field service engineer (fse) on the v60 indicating while servicing the device, it was observed that there that the devices touchscreen did not function properly, exhibiting freezing behavior following touchscreen calibration. It was reported there was no patient involvement at the time the issue was discovered. This investigation is ongoing.

Manufacturer narrative:
No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.